Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01 all pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced symptoms described as swelling, "bleeding and pain when worn" and "a infection at the sensor site" and had contact with an healthcare professional who provided unspecified medical treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Shelf life studies and product monitoring & dose audits were performed during product development and on market performance continues to be monitored via product monitoring/dose audits as a part of on market performance monitoring process. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Section h4 (device mfg date) were updated based on extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced symptoms described as swelling, "bleeding and pain when worn" and "a infection at the sensor site" and had contact with an healthcare professional who provided unspecified medical treatment. There was no report of death or permanent injury associated with this event.